Manufacturer narrative:
The insulin pump received with loose/flush drive support disk. The insulin pump received with scratched lcd window.

Event description:
It is reported that customer called due to field notification letter. The drive support cap is loose. Customer did not press on the cap. Advised customer to return the insulin pump for analysis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.